Event description:
It was reported that the right ventricular lead had t-wave oversensing which resulted in inappropriate therapy being delivered. The sensing vector was changed and the lead was repositioned. During the repositioning, the atrial lead pulled back and also needed to be repositioned. The leads remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data appears as intermittent t-wave oversensing (twos), low amplitude r waves that resulted in inappropriate therapy. Lia triggered.